Manufacturer narrative:
The ICD and the lead under complaint were not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of these devices as well as on the returned data. The manufacturing processes for the ICD and the lead were reviewed and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance tests proved the devices functions to be as specified. The returned data have been analyzed. The analysis of the available iegms confirmed the presence of noise in the right ventricular channel. The impedance values were normal. Based on the information available for analysis the root cause of the noise signals is not conclusively determinable. However, a damage of the right ventricular lead cannot be excluded. Should additional relevant information or the lead itself become available for analysis, this report will be updated.

Event description:
Noise was seen during outpatient visit. No adverse patient events were reported. Device currently remains implanted. Should additional information be received, this file will be updated.